Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of angina and thrombosis/ thrombus is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The 3.0x48 mm xience xpedition stent was implanted. The patient had chest pain and stent thrombosis was found within 24 hours via angiography. Balloon angioplasty and stenting were performed as treatment. The patient is stable and was hospitalized for 24 hours. No additional information was provided.